Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had eroded through the skin of the patient and caused or contributed to an infection.

Manufacturer narrative:
A surgical intervention occurred at which time this lv lead was removed from service. There is no available information that confirms whether the competitor's device or any additional leads were in the system that may also have been removed from service. If new information becomes available, this report will be further evaluated and updated.